Manufacturer narrative:
Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Failure to advance: the cause of the delivery issue was patient condition related to calcification and anatomy per clinical details. Additional information has been provided in d1 (brand name). Additional information has been provided in h6 (component code, investigation findings, type of investigation, and investigation conclusions).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella 5.5 device was inserted via the left axillary artery in a 74-year-old male patient presenting with post-cardiotomy cardiogenic shock (pccs/lcos), with a history of diabetes mellitus (dm). During the procedure, the impella 5.5 could not be advanced due to patient anatomy. An 8 mm × 30 mm graft was utilized per physician preference. A v-18 wire was attempted without success. Significant calcification was noted, and the impella 5.5 would not pass the anastomosis. The case was therefore aborted, and the patient remained supported on va-ECMO. The reported events include failure to advance, medical device removal, additional device required, and hemodynamic instability. The impella 5.5 will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the device removal; however, the removal was performed with no consequence to the patient, and support was resumed without any known adverse events.